Event description:
It was reported that during an ureteroscopy procedure for treating kidney stone, one fiber was observed to be cracked upon opening the package. In addition, two fibers broke during use. The procedure was completed using another fiber without patient complications. This report is for fiber 1 of 2.

Manufacturer narrative:
The fiber was discarded; therefore, a technical analysis could not be performed. A review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The root cause identified during the investigation phase was categorized as machine, equipment controls, and calibration, as the review determined that wear and tear of the uv curing system contributed to an increase in fiber break incidents. This condition indicates inadequate control and maintenance of manufacturing equipment, which adversely affected product consistency. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of quality control deficiency.

Event description:
It was reported that during an ureteroscopy procedure for treating kidney stone, one fiber was observed to be cracked upon opening the package. In addition, two fibers broke during use. The procedure was completed using another fiber without patient complications. This report is for fiber 1 of 2.